Event description:
It was reported that the 6800 system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge serivce representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.